Event description:
This is the same event as MFR report #:6000089-2006-01008. During a pta procedure, the balloon of the symmetry small vessel balloon catheter ruptured on the first inflation up to 8 atms. The rupture occurred after crossing the lesion by a 0.014 guidewire. The lesion being treated was in the sfa. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'stable'.